Event description:
It was reported that during a ptci procedure, when attempting to place the pixel across the intended lesion, the system was paced too distal, so the system was pulled back in an attempt to get better placement. Reportedly, the stent hung up on some calcium and came off the stent delivery system (sds). The stent moved distal in the artery and was left in the distal arterial bed. No attempts were made to remove the stent. The lesion was then treated with another stent.